Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 2 months after implant placement. The patient's x-ray was provided. The bone quality was type IV. Oral hygiene around implant site was moderate. No significant finding was found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.